Manufacturer narrative:
The device was returned for evaluation. The device voltage was above elective replacement indicator (eri) upon receipt. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. Analysis of device image indicated the device was within normal range of operation. Further analysis of the device¿s telemetry, lead impedance, pacing, sensing, and high voltage charging were found to be normal.

Event description:
It was reported that the patient was receiving an upgrade on a new device. However, it was noted that the patient presented with sudden onset chest pain. The device was explanted and replaced. There were no patient consequences.